Event description:
Upon review by the manufacturer's investigation unit, the inform meter was found to show signs of an electrical short. Connector pins 3 and 4 are melted and burnt. No adverse event reported. Suspect device was returned and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.